Event description:
It was reported that during an anterior rectum resection procedure with temporary ileostomy, while attempting to remove the reload, it broke and the metal component remained inside the stapler. Due to this fact, the stapler could not be reloaded, and a new device had to be opened and used to carry out and finish the case. There were no adverse patient consequences. One device will be returning after a 30-day retention period.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr45d reload was returned with no visual non-conformances and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no device was received for analysis and the reload had the metal pan attached correctly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.